Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultrasmart meter displayed an ¿error 2¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015 at 05:30pm. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) 2015 at 02:00am he developed a symptom of ¿shaky¿ and that at 03:00am on (B)(6) 2015 he consumed food or drink. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, a secondary issue was noted, the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.